Event description:
It was reported that the pacemaker stored a non-sustained ventricular tachycardia (nsvt) episode that appeared to be sinus tachycardia. Review of the stored episode noted the pacemaker and this right ventricular (rv) lead exhibited low signal r-wave amplitude measurements with undersensing resulting in competitive ventricular pacing. Additionally, a message was recorded that the right ventricular automatic threshold (rvat) was suspended due to low evoked response. Technical services (ts) noted the device battery status was ok and atrial lead measurements were stable. Additional review of device data noted evidence of rv loss of capture (loc) on stored electrograms (egms). Outputs were noted to be set at trend at 3.5 volts at 0.4 milliseconds. Additionally, several messages were observed in the remote home monitoring system due to the presence of atrial tachycardia. During stored atrial tachy response (atr) episodes, ventricular undersensing with competitive ventricular pacing continued to be observed on the presenting and stored electrogram (egm). Ts discussed the information with the physician and no further assistance was requested. Additional information was received that an x-ray was performed and noted stable lead placement with stable pacing impedance measurements. The physician suspected fibrous tissues and exit block. Surgical intervention was undertaken. Difficulty was encountered with retracting the helix, however, the lead was successfully explanted and replaced. No additional adverse patient effects were reported. The patient was discharged to normal follow up. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found the helix was stretched out and dried blood/tissue was noted around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations and determined that the stretched helix was a result of the procedure.

Event description:
It was reported that the pacemaker stored a non-sustained ventricular tachycardia (nsvt) episode that appeared to be sinus tachycardia. Review of the stored episode noted the pacemaker and this right ventricular (rv) lead exhibited low signal r-wave amplitude measurements with undersensing resulting in competitive ventricular pacing. Additionally, a message was recorded that the right ventricular automatic threshold (rvat) was suspended due to low evoked response. Technical services (ts) noted the device battery status was ok and atrial lead measurements were stable. Ts discussed the information to the physician. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that additional review of device data noted evidence of rv loss of capture (loc) on stored electrograms (egms). Outputs were noted to be set at trend at 3.5 volts at 0.4 milliseconds. Additionally, several messages were observed in the remote home monitoring system due to the presence of atrial tachycardia. During stored atrial tachy response (atr) episodes, ventricular undersensing with competitive ventricular pacing continued to be observed on the presenting and stored electrogram (egm). Ts discussed the information with the physician and no further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that an x-ray was performed and noted stable lead placement with stable pacing impedance measurements. The physician suspected fibrous tissues and exit block. Surgical intervention was undertaken. Difficulty was encountered with retracting the helix, however, the lead was successfully explanted and replaced. No additional adverse patient effects were reported. The patient was discharged to normal follow up. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.